Event description:
The tip of the yankauer suction component fell off during c-section. It was visualized within the used lap sponges on the sterile field. There were no untoward effects to mother or baby, mechanism of breakage could not be determined by the clinical staff.

Manufacturer narrative:
The manufacturing process was reviewed and no problems were found related to this issue. The product was manufactured, inspected and released in accordance with their internal procedures and no issues were observed. The sample was received and complaint was confirmed. This is the first complaint received of this nature. At this time, we are unable to determine the exact root cause of this defect or how the tip may have come to break during the surgery. In january 2003 a new material was validated and approved for the yankauer in question. This new blend of material would make the part less brittle and more flexible. After these changes were made, no further reports have been received for this issue. The lot number and sample provided, was from a lot produced in 2002, which is prior to the new material being implemented. They have alerted all personnel involved and will continue to monitor for trends.